Event description:
The account alleged that the bed has a problem with the brakes not holding.

Manufacturer narrative:
The tech found the brake was not holding due to the account installing the wrong aftermarket brake and brake/steer casters on the bed. The tech installed the correct casters to repair the bed.